Manufacturer narrative:
The investigation confirmed that the size locking knob had broken off as reported. The failure of the over-moulding is suspected to be associated with residual stresses in the polymer. The polymer used has now been changed from radel to avaspire per eco415569 as a running change for future batches. The new material is less likely to crack due to it being a glass filled material which is less susceptible to residual stresses and is resistant to crack propagation. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Measured resection sizer's red screw cap broke off.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.